Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator o2 sensor not working. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found the o2 sensor error alarm. The se performed o2 sensor calibration, however was unable to calibrate it. The se found the o2 sensor to be faulty and replaced it. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during set up the e360 ventilator o2 sensor was not working.